Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed. The returned condition substantiated the reported clip being caught at the distal end of the device; however, the sheath was fully slit. The reported funny noise heard during the clip deployment was normal. As part of the design, this clicking sound occurs when the clip fires and the locator wings collapse. Inspection of the device suggested that the locator wings were initially bent during the thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. Subsequently, the clip was caught within the locator instead of being delivered to the arterial surface to close the access site. Damaged locator wings capturing the clip would result in difficult device removal; however, this was not reported. Although the device was removed via utilizing the access ports as instructed in the instructions for use, all of the wings were detached from the distal retaining ring due to counter-traction and an assertive pull, but remained securely attached within the locator. Based on the investigation findings, the probable cause for the damaged locator wings that captured the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can damage the wings and interfere with the clip deployment and device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during clip deployment, a funny noise was heard. The device was removed and the sheath did not split sheath completely and the clip was found stuck in the distal end. Manual compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.